Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Visual inspection noted melted insulation 20 centimeters (cm) from the terminal pin which was consistent with electro-cautery. No other anomalies were noted as the lead tip appeared normal. Resistances measure normal which indicated that the conductors were intact. Hipot test passed indicating no electrical shorts between conductors. Set screw mark was in the correct location on the terminal pin. The high threshold and dislodgement allegations were not confirmed.

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing threshold measurements as it was found out to be dislodged. The lead was explanted. No additional adverse patient effects were reported.